Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device was removed due to infection. The patient underwent pocket debridement. No other adverse effects were reported, and no return of product is expected.